Event description:
The pt called to report that the total given on the screen of their pump does not match the units remaining in the cartridge. The amount displayed changes periodically throughout the day by up to 90 units at a time.